Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome, 903:spinal pain. It was reported that controller is not working correctly today. On (B)(6) 2021 pt stated he cannot do any functions with the controller, he cannot turn stim on, change groups and adjust stimulation. Pt stated recharged the ins last night to complete and since then pt cannot do anything with the ins. Patient (pt) removed the li battery and plugged the controller into ac power, the controller does power up. Pt tried to connect to the ins but got "no device found" pt reported his ins is completely charged. Pt put the li battery back in and stated the green light is flashing and the controller is 100% charged. Pt plugged the rtm cord in and stated he is able to connect to the ins. The issue was not resolved. Pss is sending a request to repair team for the controller. Pt mentioned that he is getting shocked when he is in a laying position,when he is coughing and when he laughs today on (B)(6) 2021. Pt stated he cannot adjust his stimulation down. We did verify through trouble shooting that pt is able to connect to the ins to charge. Pss suggested pt turn stim off when connected to the rtm cord until his new controller arrives tomorrow.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.